Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-3641sp self-punching knotless 2.6 fibertak anchor experienced suture twisting while the surgeon was tensioning the anchor. Attempts were made to unwind the suture, but too much had already been pulled into the anchor. When the surgeon tried to tighten the repair stitch, it had locked up. The suture was then cut out, and the surgeon proceeded with another ar-3641sp self-punching knotless 2.6 fibertak anchor without issue. This was discovered during a rotator cuff repair procedure performed on (B)(6) 2025, with no reported patient harm. Additional information was received on 09/05/2025: the suture twisted during tensioning, after the anchor had been fully seated. The case experienced a 3¿5 minute delay, with no additional anesthesia administered. A punch was not used, as the self-punching feature was utilized. Bone quality was assessed as good. No adverse effects were reported, and no photos or videos were taken.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause of the issue. The most likely cause is attributed to misuse related to improper surgical technique. Per the procedural guidance, ¿after the anchor has been converted, load the shuttle link through the loops of the repair sutures, outside of the lateral cannula, to use as counter-tension to provide more control while reducing the repair sutures and to help prevent any suture tangles.¿ failure to follow this step may result in improper handling or excessive tension during reduction, which can contribute to device damage.